Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.